Event description:
It was reported that a patient's artificial urinary sphincter (aus) was not coapting. A surgical procedure was performed and fluid loss in the cuff due to a hole possibly created during placement was noted. The device was then replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100865169. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100848969. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.